Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic wedge resection, while transecting the lung, the stapler and the knife was unable to fire. The surgeon was unable to press the green button nor squeeze the handle so he replaced the broken cartridge with another one to fix the staple line and complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The reload was partially fired with the interlock engaged. Staple pushers were visible at the 1cm cut line indicating the point where the handle compression had stopped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.